Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 16, 2015, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The pharmacist claimed that the issue with the meter started during the week prior to contacting lfs when the patient experienced symptoms of "shaking" which he associated with hypoglycemia. The reporter claimed that when the patient felt "hypo", he tested his blood glucose level using the subject meter and obtained an alleged inaccurately high blood glucose result of "90 mg/dl" compared to "54 mg/dl" on an accu-chek performa meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The reporter alleged that the patient received food and/or drink as treatment from a "non-hcp". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site and he had followed the correct testing steps. The reporter was unable to confirm whether the patient's test strips had been stored correctly or whether the test strip vial was cracked or broken. The csr walked the reporter through a control solution test and the result was in range. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter malfunctioned as the control solution test performed during troubleshooting was in range. However, this complaint is being reported because the reporter claims the patient obtained an inaccurately high blood glucose reading on the subject meter which did not correlate with the patient's reported serious symptom of shaking or the results obtained on another meter.

Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.